Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a inferior vena cava filter treatment procedure, a filter prematurely deployed. A greenfield filter was being advanced and it was noted that the filter started to partially deploy. The physician pulled the filter back and proceeded to complete the procedure with a different device. No patient complications were reported and the patient's status is fine.